Event description:
Endogator irrigation tubing hooked up to endoscope and no water would come through. This was discovered prior to patient involvement- no patient harm. Checked another endogator irrigation set with the same lot number and it had the same malfunction- did not let water through. Lot 1000281937, exp- 04/17/2028. Ref report: mw5174603.